Event description:
It was reported that bd alaris pump module smartsite infusion set disconnected the following information was received by the initial reporter with the following verbatim tubing became disconnected at distal y-site on the side closer to male luer adapter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported disconnection at the distal y-site, and returned one sample of material 11171447, lot 24085326. Upon initial visual examination, the set was separated at the drip chamber, and the complaint is verified. The drip chamber was not returned along with the sample. The tubing was examined under a microscope, and insufficient solvent was found. The manufacturing plant found the root cause for the separation to be related to incorrect tubing assembly by the production personnel. An accessory was implemented by the plant on october 30th, 2024 to assist and guide the tubing correctly into the solvent dispenser by production personnel. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.